Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm and kept recurring. The customer's blood glucose was 120 mg/dl at the time of call. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that the insulin did not exit during fixed prime. The customer stated that the insulin did exit during plunger push after disconnecting and reconnecting the tubing and reservoir but there was a greater than normal resistance when attempting plunger push. The reservoir will be replaced and will not be returned for analysis.